Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the locking mechanism was found to be damaged. This is due to normal wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during testing the device "could not secure a cutter." The event was not related to surgery. There were no injuries reported. There was no additional information provided.